Manufacturer narrative:
A tosoh field service engineer (fse) went to the customer site to evaluate the problem. The fse replaced the substrate valve and checked temperature reading. Following the fse ran quality controls and verified the instrument's proper operation. The reported problem was resolved by the fse and the aia-900 analyzer was returned to use. The most probable cause of the reported event is related to mechanical failure of the substrate valve. The aia-900 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes and troubleshooting pertaining to the aia-900 system. The aia-900 operator's manual provides the following information regarding flags: detailed meanings of flags and handling: there are two kinds of flags attached to assay results where applicable. One is "error flag," which is attached if an assay did not end normally due to some kind of trouble, and the other is "user flag (normal value, abnormal value)," which help you judge the assay result. Depending upon the error status, there are cases in which the error flags are attached and assay results can be obtained and cases in which they are attached but assay results cannot be obtained. If no flag is attached to the assay result, it means that the assay ended normally. Dl flag: a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report receiving intermittent dl flags during use of the aia-900 analyzer. The customer indicated that this is the 3rd call to tts about this problem which has been occurring since (B)(6). The customer further reported running ipth, tsh and ft4 assays at the time of receiving dl flags and that the flag happened in mid run, not with the first sample. The customer reported they are able to resolve this problem by priming the substrate, rerunning daily check, or making a new substrate. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for hcg, myo, ctnl 2 and ipth. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.